Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 254640001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3550-39, lot# n266526, implanted: (B)(6) 2010, product type: accessory. Product ID: 3778-60, serial#(B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#(B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer (pp) display was showing a ¿call your doctor¿ icon. They did not know the code underneath the ¿call your doctor¿ icon. They thought it was a power on reset (por) but they were not sure. They first saw this message about 3 weeks ago, then saw it last week, then again yesterday. They turned stimulation off and then it came back on and the ¿call your doctor¿ message was gone. Further follow-up is being conducted. If additional information is received, the event will be updated.